Event description:
Related manufacturer reference number: 3006705815-2022-00625, 3006705815-2022-00626, 3006705815-2022-00627, 1627487-2022-00713. It was reported that patient experienced drainage from both lead and ipg site. Patient was treated with antibiotics. As a result, surgical intervention was undertaken where in the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.